Event description:
It was reported that the product becomes "stuck to the ventilator due to the increased humidification the tracheostomy tube offers". There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). It was reported that while in use, a tracheostomy tube became "stuck" to a ventilator. The investigation has determined that the disconnection forces may be excessive for the care giver to disconnect an accessory from the products 15mm connector. The fundamental design of the 15mm connector is to have an air tight fit between it and the female connector device, so that it will not disconnect during patient use. Improvements to the connector are being implemented. The product involved in this complaint is part of a field safety corrective action (fsca) unrelated to the 15 mm connector issue. The product is no longer on the market. The product is currently being redesigned. All manufacturing lines will be revalidated before the product is re-released to the market.

Manufacturer narrative:
(B)(4).